Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the image cuts out when cable is moved. Therefore, there was loss of image.

Manufacturer narrative:
Alleged failure: "as reported by the customer: "image cuts out when cable moved." Probable root cause: reported failure mode was reproduced, camera could not establish a video connection with vpi when initially tested by stryker service. Probable root cause is due to a damaged camera cable. A sharp bend was found on camera cable during initial evaluation of device and likely resulted in damage to the internal wiring camera. Camera cable was replaced as part of repairs along with cpu board as a precaution. The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the image cuts out when cable is moved. Therefore, there was loss of image.